Event description:
It was reported that during inspection/functional testing, the stapler jammed. No patient involvement.

Manufacturer narrative:
Qn#(B)(4). Upon further review, it was determined that this complaint was created in error, thus, the initial MDR submitted on 26 april 2023 should be retracted. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4).n/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during inspection/functional testing, the stapler jammed. No patient involvement.